Event description:
It was reported during an ischemic ventricular tachycardia (isvt) procedure, the body surface (bs) ECG signals were disturbed and not visible after the cardioversion. The carto 3 system reflects bs lead disconnection error. Upon request from the bwi field representative, additional information was provided on the event. The physician tried to induce a ventricular tachycardia (vt) by pacing , but his the patient's heart did not take this very well and the patient went into ventricular fibrillation (vf). They could not pace him out of it. The patient's blood pressure went down drastically so they needed to do a cardioversion to get him out of this vt. The patient went into sinus rhythm after the cardioversion. The signal loss occurred right after the cardioversion on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and the recording system. There was another monitor of anesthesia. The physician thought that the signal loss issue was a potential risk to the patient as they could not evaluate the situation properly. Once the patient interface unit (piu) was shut down, the signals reappeared on the recording system. The procedure was cancelled since they could not get an EKG reading anymore on the carto 3 system and the recording system. The patient had been under general anesthesia for +/- 1 hour. The vt did not get treated.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4). The patient left the table while being in sinus rhythm. The patient was scheduled for a defibrillator placement the next day and later may be rescheduled for vt treatment. The physician thought cancelling the procedure also caused a potential risk to the patient as he is in his (B)(6)'s and had an aneurysm on his MRI at the left ventricle (lv) apex. Since the map did not reflect any scar tissue, placing a defibrillator was then the next best option. The physician thinks the scar may be epicardially located. The situation could have been life threatening if the patient would have stayed in vf and they were unable to see the EKG readings.

Manufacturer narrative:
(B)(4). It was reported during an ischemic ventricular tachycardia (isvt) procedure, the body surface (bs) ECG signals were disturbed and not visible after the cardioversion. The carto 3 system reflects bs lead disconnection error. Upon request from the bwi field representative, additional information was provided on the event. The physician tried to induce a ventricular tachycardia (vt) by pacing , but his the patient's heart did not take this very well and the patient went into ventricular fibrillation (vf). They could not pace him out of it. The patient's blood pressure went down drastically so they needed to do a cardioversion to get him out of this vt. The patient went into sinus rhythm after the cardioversion. The signal loss occurred right after the cardioversion on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and the recording system. There was another monitor of anesthesia. The physician thought that the signal loss issue was a potential risk to the patient as they could not evaluate the situation properly. Once the patient interface unit (piu) was shut down, the signals reappeared on the recording system. The procedure was cancelled since they could not get an EKG reading anymore on the carto 3 system and the recording system. The patient had been under general anesthesia for +/- 1 hour. The vt did not get treated. The patient left the table while being in sinus rhythm. The patient was scheduled for a defibrillator placement the next day and later may be rescheduled for vt treatment. The physician thought cancelling the procedure also caused a potential risk to the patient as he is in his (B)(6) and had an aneurysm on his MRI at the left ventricle (lv) apex. Since the map did not reflect any scar tissue, placing a defibrillator was then the next best option. The physician thinks the scar may be epicardially located. The situation could have been life threatening if the patient would have stayed in vf and they were unable to see the EKG readings. The bwi field service engineer visited the account and was able to reproduce the issue. After replacing the ECG board#1, the signal came back. The issue was resolved. The suspicious ECG card was investigated. It was reported that the customer complaint was confirmed. The ECG channel 25(bs v4) failed. The optical switch u351 failed which caused the reported problem. The card was sent to subcontractor for repair and upgrade. During the preventative maintenance, it failed the acl calibration test - incorrect current value (p1 to 6 where around 20 instead of 40). The backplane was replaced and it resolved the issue. The system works properly. The suspicious backplane card was investigated. This issue was not confirmed. The backplane card passed acl tests with sj utility with 2 rmas systems. The ECG signals were visible as well. The bp card passed megger test and found operable. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.